Event description:
It was reported that during a gastric bypass procedure, the staples were malformed. The device was reloaded and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.